Event description:
The patient reported that after receiving her 1st orthovisc injection in her knee she experience pain and bruising that lasted ten days. After which she continued with the 2nd injection in the series on (B)(6) 2015. The patient reported that she had bruising and pain again but this time it became worse each day that passed. She reported that the surgeon took 4 tries to find the right spot to inject and she believes he hit a nerve. The patient reported that the inside of her knee is black and blue even though the surgeon injected her on the outside of her knee. The patient stated she has had her large intestines removed and now cannot have oral pain medications. She said her knees are not btb and she was told there are not that bad, that her problems are from a bad hip socket but the surgeon thought the orthovisc in her knees might help relieve the pain she did have there. She reported she had such pain that her sister rushed her to the ER when her blood pressure was 200/90 and after 51/2 hours of being examined the ER doctors decided it was elevated due to her pain. The patient is now under the care of a cardiologist. She is following up with the cardiologist but will not be going back to the orthopedic surgeon.

Event description:
The patient reported that after receiving her 1st orthovisc injection in her knee she experience pain and bruising that lasted ten days. After which she continued with the 2nd injection in the series on (B)(6) 2015. The patient reported that she had bruising and pain again but this time it became worse each day that passed. She reported that the surgeon took 4 tries to find the right spot to inject and she believes he hit a nerve. The patient reported that the inside of her knee is black and blue even though the surgeon injected her on the outside of her knee. The patient stated she has had her large intestines removed and now cannot have oral pain medications. She said her knees are not btb and she was told there are not that bad, that her problems are from a bad hip socket but the surgeon thought the orthovisc in her knees might help relieve the pain she did have there. She reported she had such pain that her sister rushed her to the ER when her blood pressure was 200/90 and after 51/2 hours of being examined the ER doctors decided it was elevated due to her pain. The patient is now under the care of a cardiologist. She is following up with the cardiologist but will not be going back to the orthopedic surgeon. Update (B)(6) 2015: the patient was being treated by a pain management doctor.